Manufacturer narrative:
Product complaint #(B)(4). Investigation summary : as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. Device history, lot: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history, batch: null. Device history review: null.

Event description:
It was reported that the staple line malformed, some staples becoming whole without forming b. No patient consequence reported.